Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 694765 implantable tachy lead implanted: 2011-(B)(6): d224trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6): 5076 implantable pacing lead implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that there was a systemic infection. The device and leads were removed. No patient complications have been reported as a result of this event.